Event description:
It was reported that during transport at the user facility the wheel of the cart broke off. No patient involvement or procedural delays were associated with this event.

Event description:
It was reported that during transport at the user facility the wheel of the cart broke off. No patient involvement or procedural delays were associated with this event.